Event description:
The customer states he is getting cbit temperature high air blower 959 error message. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and verified with the customer that he is getting error code 1122. Customer verified and found the error code in the event log. The customer states unit is a loaner unit and wanted to know if it is okay to put it back into use. Product support informed the customer that error code 1122, manufacturer recommendation is to replace blower assembly. The customer stated he will remove the unit from service and return to rental company. Patient information and repair information were requested from the customer, but no response was received. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, a supplemental report will be submitted.